Event description:
The surgeon reported to our clinical study knee manager that there was the need of a revision surgery for patient (B)(4). The surgeon claimed that there was no relationship to the clinical study.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.